Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The operating currents could not be tested due to the unresponsive buttons. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 301mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.